Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the meter, resulting with a value of 4.5 inr. Within 2 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.4 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 6.0 inr. Within one to two hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.3 inr. No adverse events were alleged to have occurred with the patient. The patient was not seriously injured. The patient's doctor adjusted her coumadin medication based on the laboratory values only. The patient's therapeutic range is 2.0 - 3.0 inr. The patient does not have anemia or antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose varies based on her results. The patient had no illnesses and is not taking any new medications. The patient had no bleeding or bruising. The patient is trying to eat a healthier diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.